Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend in use was not able to rotate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movement was observed less than intended. The instrument did not move in the intended direction. There was no movement at times, it stopped and removed surgeon head from the console and changed the hand grip multiple times. The issue was persistent and there was no reported injury. The device was inspected prior to use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved in the complaint and completed the device evaluation. The vessel sealer extend instrument was analyzed, and failure analysis investigation could not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument passed energy recognition on the in-house testing generators. The instrument attached to and removed from the universal surgical manipulator without any issues on multiple attempts. The instrument was fully functional. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.